Event description:
It was reported that during a da vinci-assisted surgical procedure, the distributor called to report that an issue, that was previously reported, had returned. The caller stated a continuation of the intermittent image on left eye on the surgeon side console (ssc), but the left eye image on vision side cart (vsc) was ok. This eliminating vsc and endoscope #10772033 from field service engineer (fse) troubleshooting. The caller adjusted the ergonomics on the ssc to attempt to replicate the issue unsuccessfully. The image on the ssc left eye was restored but occurs intermittently. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked the system, but no following issue persisted. High resolution stereo viewer (hrsv) harness had been reseated. The fse found the hrsv harness had been loosen on the top side and fse swapped left and right hrsv harness. After swapping no issue was found. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a loose hrsv harness on top side, resulting on intermittent video signal.